Event description:
The user facility reported hearing an odd noise from the thermage handpiece with only 10 pulses completed. They removed the tip from the handpiece, inspected it and reattached the tip but the issue was not resolved. Treatment continued and after approximately 90 pulses an error message indicating the tip was damaged or not readable occurred. The tip was removed, inspected and reattached but the error continued. Another tip was connected to the handpiece but the error persisted. Patient treatment was stopped because another handpiece was not available. The total treatment consisted of less than 100 pulses with a highest energy level of 3.5. A burn was observed on the patent's left cheek. A topical preparation consisting of a custom petrolatum and steroid compound was applied by the patient as instructed with at home care instructions emphasized.

Manufacturer narrative:
The treatment tip was returned for evaluation. On (B)(6) 2018 at 1:30:34 pm tip was used for 92 treatments. The tip passed the flow testing and the thermistor testing but failed the leak test due to a tear. Due to the tear in the tip membrane no functional test could be performed. No dielectric breakdown was seen. The evaluation of the system treatment log found several error messages. The errors indicate a recoverable problem that requires the operator intervention. The system has software safeguards that will trigger error/event codes should the system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. According to the thermage user manual (p009240-04 rev. A) the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. Technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. A review of the manufacturing records showed all requirements were met. Based on the available information, a tear in the tip membrane most likely contributed to this event. It is unknown what caused damage to the tip membrane.